Event description:
A caregiver reported a signal loss issue when using the freestyle libre 2 sensor, with freestyle libre 2 application. As a result, the high glucose alarm failed to trigger when the customer became hyperglycemic with symptoms of malaise, and the customer required treatment of insulin (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Attempted to activate signal loss alarm with an (B)(6) device with (B)(6) 10/fsll version 2.5.3.6373 using a good known libre 2 sensor. The (B)(6) device successfully receive signal loss alarm. No issues were identified with application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.